Event description:
The customer stated that the insulin pump alarmed motor error. The customer's blood glucose reading read "high" on the glucometer. The customer stated that he would call back to perform troubleshooting because he did not have any insulin to fill the reservoir with at the time of the report. The customer stated that a nurse was going to give him a manual injection to treat the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.